Event description:
It was reported that a caucasian female patient underwent a breast surgery with two unspecified saline breast prostheses and experienced bilateral acquired deformity post-operatively. It was also reported that after 6 months post operation, the patient had a second surgery to ¿relax the muscle¿ because the implants were too animated looking with muscle movement. The patient underwent bilateral explantation on (B)(6) 2006. It was unknown if the reported device was a mentor device and as such the complaint is being reported conservatively. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: acquired deformity. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 18, 2022, mentor received additional information regarding the device date of explantation. The device date of explantation has been updated to (B)(6) 2006. Manufacturer¿s reference number: (B)(4).